Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was very upset. The patient had trouble with his neurostimulator. He reported either not working or needs it to be adjusted. He called his doctor and he told him he would be in contact with manufacturer to page a representative to come and check it. It was about 6 weeks ago when he 1st spoke to his doctor. The patient had experienced a loss or change of therapy. Patient reported his implant had worked for him in the beginning but then it stopped working. He started to have problems with his implant. He could not feel stimulation anymore and had a return of symptoms. He forgot how to use his pp (patient program) so he had been trying to follow-up with his bladder hcp (healthcare provider) but they had not been able to help so far. His bladder hcp had given him a kidney test to see if there was any damage butpatient had not gotten results yet. The patient does not feel stimulation. Patient tried to connect his pp to his implant but nothing would pop up on the screen. He did not have new aaa alkaline batteries with him at the time of the call so further troubleshooting could not be performed. It was recommended once the patient changed the pp batteries and the pp was functioning, he can call back for further troubleshooting. Event date for loss of stimulation was in 2015 and bladder symptoms was in 2015. Pp blank screen was on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.